Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported encountering a "check sensor" message and was issued a replacement device. Due to a delivery issue, the customer did not have a device to monitor glucose and experienced impaired vision. It was further reported that the customer was hospitalized due to experiencing high blood glucose of 700 mg/dl (unspecified meter). No further information could be obtained. There was no report of death or permanent injury associated with this event.